Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was cracked. This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corection d1, d3, d4, g4. D1: brand name: replace minicap transfer set with minicap d3: device manufactuer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) (B)(4) g4: combination product: add no (previously blank) h11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a crack at the notch of the main body was observed. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.